Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice machine during dwell 2 of 5. The home patient would start over again using new supplies. Proper procedures per the user manual were reviewed with the caller. The cause of the alarm was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with the incident. The pdn advised the patient continued to be doing well on the treatment. This complaint for a system error 2240 (air in set) that occurred during dwell 2 of 5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).